Event description:
Two bd 60 ml empty syringes ref 309653 were removed from their outer wrapping and found to have barrels that were crushed near the 35ml mark. This prevented the plunger from being pulled back beyond the damaged area. No apparent damage was seen on the outer wrapper.